Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-06587 and 2210968-2013-06589 and 2210968-2014-09685. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-06587 and 2210968-2013-06589. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and symptomatic rectocele. It was reported that patient underwent mesh revision/removal on (B)(6) 2011. No additional information was provided.